Manufacturer narrative:
Conclusion: vessel spasm is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The information in this report was collected during the review of stroke cases for the (B)(4). The information available regarding these events is limited to the procedural reports provided by the hospital.

Event description:
On (B)(6) 2008, the pt presented to the hospital with acute left hemiparesis and dysphagia, and an nihss of 5 and mrs of 3. Prior to treatment with penumbra, stenting of the high grade ica stenosis on the right was done with a wallstent (10 x 30mm). The penumbra system was not able to access the m1 due to extreme vessel tortuosity of the distal ica. Therefore, balloon angioplasty was performed on the target vessel with the ryugin balloon catheter and transcend-explantinum microwire. A vasospasm was reported with possible relationship to the study device and possible relationship to the angiographic procedure. The event was reported as mild and resolved with remedial therapy (medication). It was not listed as a serious adverse event.